Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 5f exoseal vascular closure device (vcd) for hemostasis, when the physician was moving backwards to deploy the window on the device, the window never changed. It was suspected that the indicator wire was not catching, and the physician had to move the device back and forth, up and down and continue to fidget with the device to get the wire loop to make contact and allow for a change in the window. This took multiple minutes and the physician was finally able to deploy the device and achieve hemostasis. There were no reported injuries to the patient. The device was stored and prepared per the instructions for use (IFU), the physician had achieved certification on the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. Additional information was requested but was not provided. The device was discarded and will not be returned.